Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was noted that in (B)(6) 2015, the right atrial lead exhibited low impedance and the device was programmed in vvi mode. The lead was assessed and it was confirmed that the lead continued to exhibit low impedance. The lead also exhibited intermittent undersensing, noise and high capture thresholds. The device was programmed back to vvi mode.